Event description:
It was reported that during reprocessing the da vinci si mega suturecut needle driver instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Visual inspection showed drive cables were unbroken; however, the pitch cables were loose at the distal end. Additional observations found by engineering, not reported by the site, were a derailed cable and tube damage. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between the two pulleys and had lost tension. The clamping pulley screws were still tight. The distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .165 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.